Event description:
It was reported that a detached plunger was found during use with a ultrasafe x100l pr plum ssl nvs stein. The following information was provided by the initial reporter, "it was found that the needle with the needle sleeve was completely locked back, and the back pusher was squeezed out. And the potion has leaked a little."

Manufacturer narrative:
H.6. Investigation: no picture/physical evidences were provided by the customer making an investigation not possible. The release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement --> batch was released in accordance to the acceptable criteria.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a detached plunger was found during use with a ultrasafe x100l pr plum ssl nvs stein. The following information was provided by the initial reporter, "it was found that the needle with the needle sleeve was completely locked back, and the back pusher was squeezed out. And the potion has leaked a little."